Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. This prevented the instrument from firing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The staplers are equipped with a safety interlock which prevents the handle from being squeezed a second time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal procedure. At the beginning of the first stapling, there was no problem to open or close the device. The jaws locked on patient tissue. It was just before the stapling that the device is blocked. The stapler was not able to fire. The surgeon was able to press the green button, but could not squeeze the handle. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.